Event description:
A break in the retention dome during traction removal. The dome portion was removed endoscopically. The device had been in place for 121 days prior to the incident.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.